Event description:
The clinic reported that a laser vision correction patient presented 9 years post treatment with mixed astigmatism with asymmetric topography and a diagnosis of ectasia in both eyes from an outside provider. Patient requested the clinic's second opinion on his diagnosis. Original treatment date: (B)(6) 2005. Instrument used to create flap was a microkeratome. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Right eye bcva pre-op 20/20 post-op 20/25. Left eye bcva pre-op 20/20 post-op 20/30. The patient complained of poor distance vision in right eye worse than left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Information was requested on patient's bcva for the 3, 6 and 12 months but it was not provided. The patient requested to have a second opinion on the ectasia diagnosis from the clinic however, it is not clear if the diagnosis was confirmed. It was reported by the account that the doctor saw the patient on (B)(6) 2014 and he was offered to visit another location to see another doctor and the patient declined. Account was asked if the patient is being treated for ectasia and they reported that not by them and they don't know if the patient is being treated elsewhere. All pertinent information available to abbott medical optics has been submitted. Placeholder.